Manufacturer narrative:
The technician found the brake caster supports were broken and also that one brake caster had a damaged stem and would not hold in brake mode. An investigation was performed and this issue was addressed under an engineering change. The technician replaced the brake casters and supports to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported the brakes are not holding. The bed is located in the warehouse at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).